Event description:
It was reported that the blood parameter monitor (bpm) potassium (k+) and carbon dioxide (co2) values were inaccurate. The blood gas analyzer value was 4.8 and the bpm displayed value was 6.9. The co2 values also did not match. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the issue occurred during use of the device for cardiopulmonary bypass (cpb). As mitigation, a blood gas analyzer was used during the procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b5 and h6.